Manufacturer narrative:
Date of event: date of event was approximated to 04/25/2017 (implant date) as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was reported by the patient's lawyer. The devices were implanted and explanted at millard fillmore suburban hospital by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices implanted during the same procedure. It was reported to boston scientific corporation that an obtryx halo sling and an uphold lite vaginal support system was implanted on (B)(6) 2017. As reported by the patient's attorney, the patient underwent sling revision surgery on (B)(6) 2017 and the obtryx halo sling was explanted on that day. On (B)(6) 2018, the patient underwent a second mesh-related surgery. On (B)(6) 2019, the patient underwent another surgery, and the uphold lite vaginal support system mesh was explanted on (B)(6) 2019. Boston scientific has been unable to obtain additional information regarding the event to date.